Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an itchy irritation underneath the back therapy electrodes. Patient mentioned having a kidney problem that causes him to itch at night and the device is making it worse. The patient was given a prescription of minerin from her physician. During a follow-up, it was reported that the patient's irritation improved after using the prescribed cream and removing the device at night.